Event description:
The pt was implanted with a ventricular assist device and was admitted to the hospital, due to other reasons (non vad related). Upon admission, low pressure alarms were noted. The vad coordinator inspected the driveline and a split was observed. Attempts were made to secure the area, but were unsuccessful. A decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on vad support with the exchanged pump. The explanted device was disposed of by the hospital and will not be returned to the MFR for evaluation. No further info is available. A supplemental report will be submitted when the MFR's investigation report is completed.